Event description:
Boston scientific received information that right atrial (ra) pacing impedance measurements were greater than 2,500 ohms in bipolar and unipolar configurations. The right ventricular (rv) lead exhibited no capture in bipolar. An invasive revision procedure was performed and the ra was extracted and the rv lead was surgically abandoned. It was thought that the ra and rv leads were both fractured. During the procedure, the device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed the lead to be fractured in two pieces. The cathode coil in the first segment at 214 mm and the second segment at 438 mm from the terminal pin. The second fracture at 438 mm was determined to be severed. Further inspection of the lead observed that the distal tip was not returned. A suture tie-down site at 189 mm and damage to the outer insulation likely corresponding to the distal end of a suture sleeve at 197 mm indicate that a suture sleeve was positioned about 17 mm proximal to the cathode wire fracture. A fracture of the cathode wire was confirmed at 214 mm while no fracture of the anode wire could be detected at the site. Fatigue was observed on the cathode wire fracture along with electrolytic pitting. A second fracture of both the anode wire and cathode wire was suspected at 438 mm, however tooling marks on the wire ends at this site most likely indicate that the coil was cut with a tool.